Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Chronic and diffuse pain / permanent nature of the diffuse pain/my body is in pain every day [general body pain]. Metrorrhagia [metrorrhagia]. Pain in the left iliac fossa, triggered spontaneously during intercourse [dyspareunia]. Haemorrhagic period [heavy periods]. Cervical pain [uterine cervical pain]. Very painful periods [painful periods]. Dorso-lumbar pain [back pain]. Urticaria [urticaria]. Itching [itching]. Dizziness [dizziness]. Endocrine disorder [endocrine disorder]. Gynaecological disorder [female reproductive tract disorder]. Skin reaction [skin reaction]. Memory loss / memory disturbances [memory loss]. Loss of balance [loss of balance]. Difficulty finding word [word finding difficulty]. Food intolerances [food intolerance]. Urinary disorder [urinary tract disorder]. Benign multi-nodular goitre [goitre]. Right kidney cyst [cyst of kidney]. Fibromyalgia [fibromyalgia]. Tendinitis / tendinitis of the right and left elbow with recurrence on the left/ right thumb [tendinitis]. Osteoarthritis [osteoarthritis]. Shoulder capsulitis / capsulitis of the right and left shoulder [capsulitis of shoulder]. Covid 19 [covid-19]. Atopic dermatitis of the lips [eczema on lips]. Lost of 10 kg / loss of 5 kg [weight loss]. Parasitic infection intestinal [parasitic infection intestinal]. Shingles [shingles]. Anxious personality [anxious personality]. Migraine [migraine]. I urinate blood [hematuria] intolerant to aspirin [drug intolerance]. I took the announcement of potential thyroid cancer very hard. [Thyroid cancer]. Psychosomatic reaction [psychosomatic disease]. Tendinitis [tendinitis]. Asthenia [asthenia]. Muscle pain [muscle pain]. Discomfort [discomfort]. Impact on social activity [social life impairment]. Impaired quality of life [impaired quality of life]. Allodynia of the upper limbs [allodynia]. Paraesthesia of the upper limbs. [Paraesthesia upper limb]. Thyroid inflammation [thyroiditis]. Enthesopathy [enthesopathy]. Right shoulder tendinitis [shoulder tendinitis]. Adenomyosis [adenomyosis]. Atopic dermatitis. [Atopic dermatitis]. Sight disorders [visual disturbance]. Sleep disorder [sleep disorder]. Iron deficiency [iron deficiency]. Anxiety [anxiety]. Irritable bowel syndrome [irritable bowel syndrome]. Food intolerance, gluten, lactose, sugar, alcohol. [Food intolerance]. Ecchymosis [ecchymosis]. Dry mouth [dry mouth]. Iron taste in the mouth [taste metallic]. Ophthalmic migraine [ophthalmic migraine]. Dry eyes [dry eyes]. Difficulty in micturition [difficulty in micturition]. Burning sensation in the muscles. [Muscle burning sensation]. Language disorders [language disorder]. Amyotrophy [amyotrophy]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 26-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and pain ("chronic and diffuse pain / permanent nature of the diffuse pain/my body is in pain every day") in a 43 year-old female patient who had essure inserted (lot no. B85136) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of tubal ligation in 2014, vaginal delivery in 1994, appendectomy in 1987 and adenomyosis, parity 1 and gravida I. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion medically important), pain (seriousness criterion medically important), intermenstrual bleeding ("metrorrhagia"), endocrine disorder ("endocrine disorder"), female reproductive tract disorder ("gynaecological disorder"), skin reaction ("skin reaction"), amnesia ("memory loss / memory disturbances"), balance disorder ("loss of balance"), aphasia ("difficulty finding word"), a first episode of food intolerance ("food intolerances") and urinary tract disorder ("urinary disorder"). In 2017 she experienced dyspareunia ("pain in the left iliac fossa, triggered spontaneously during intercourse") and goitre ("benign multi-nodular goitre") and was found to have thyroid cancer ("I took the announcement of potential thyroid cancer very hard."). In 2018 she experienced periarthritis ("shoulder capsulitis / capsulitis of the right and left shoulder"). In 2021 she experienced somatic symptom disorder ("psychosomatic reaction") and a first episode of tendonitis ("tendinitis"). In (B)(6) 2022 she experienced covid-19 ("covid 19") and asthenia ("asthenia") and was found to have weight decreased ("lost of 10 kg / loss of 5 kg"). In 2022 she experienced fibromyalgia ("fibromyalgia") and herpes zoster ("shingles"). In 2023 she experienced parasitic gastroenteritis ("parasitic infection intestinal"). On unknown date she experienced heavy menstrual bleeding ("haemorrhagic period"), uterine cervical pain ("cervical pain"), dysmenorrhoea ("very painful periods"), back pain ("dorso-lumbar pain"), urticaria ("urticaria"), pruritus ("itching"), dizziness ("dizziness"), renal cyst ("right kidney cyst"), a second episode of tendonitis ("tendinitis / tendinitis of the right and left elbow with recurrence on the left/ right thumb"), osteoarthritis ("osteoarthritis"), eczematous cheilitis ("atopic dermatitis of the lips"), anxiety disorder ("anxious personality"), migraine ("migraine"), haematuria (" I urinate blood"), drug intolerance ("intolerant to aspirin"), muscle pain ("muscle pain"), discomfort ("discomfort"), social problem ("impact on social activity"), impaired quality of life ("impaired quality of life"), allodynia ("allodynia of the upper limbs"), paraesthesia ("paraesthesia of the upper limbs."), thyroiditis ("thyroid inflammation"), enthesopathy ("enthesopathy"), rotator cuff syndrome ("right shoulder tendinitis"), adenomyosis ("adenomyosis"), dermatitis atopic ("atopic dermatitis."), visual impairment ("sight disorders"), sleep disorder ("sleep disorder"), iron deficiency ("iron deficiency"), anxiety ("anxiety"), irritable bowel syndrome ("irritable bowel syndrome"), a second episode of food intolerance ("food intolerance, gluten, lactose, sugar, alcohol."), ecchymosis ("ecchymosis"), dry mouth (" dry mouth"), dysgeusia ("iron taste in the mouth"), ophthalmic migraine ("ophthalmic migraine"), dry eye ("dry eyes"), dysuria ("difficulty in micturition"), muscle burning sensation ("burning sensation in the muscles."), language disorder ("language disorders") and amyotrophy ("amyotrophy"). The patient was treated with paracetamol, nsaids (unknown), tramadol (tramadol hydrochloride), amitriptyline and tcaps (levothyroxine sodium) as well as surgery (thyroidectomy). At the time of the report, the intermenstrual bleeding, heavy menstrual bleeding, uterine cervical pain, dysmenorrhoea, back pain, urticaria, pruritus, dizziness, amnesia, balance disorder, latest episode of food intolerance, fibromyalgia, latest episode of tendonitis, periarthritis, eczematous cheilitis, weight decreased, asthenia, muscle pain, paraesthesia, thyroiditis, enthesopathy, rotator cuff syndrome, adenomyosis, dermatitis atopic, visual impairment, sleep disorder, iron deficiency, anxiety, irritable bowel syndrome, ecchymosis, dry mouth, dysgeusia, ophthalmic migraine, dry eye, dysuria, muscle burning sensation, language disorder and amyotrophy had not resolved. The outcomes for pelvic pain, pain, dyspareunia, endocrine disorder, female reproductive tract disorder, skin reaction, aphasia, urinary tract disorder, goitre, renal cyst, osteoarthritis, covid-19, parasitic gastroenteritis, herpes zoster, anxiety disorder, migraine, haematuria, drug intolerance, thyroid cancer, somatic symptom disorder, discomfort, social problem, impaired quality of life and allodynia were unknown. The reporter considered adenomyosis, allodynia, amnesia, amyotrophy, anxiety, anxiety disorder, aphasia, asthenia, back pain, balance disorder, covid-19, dermatitis atopic, discomfort, dizziness, drug intolerance, dry eye, dry mouth, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, ecchymosis, eczematous cheilitis, endocrine disorder, enthesopathy, female reproductive tract disorder, fibromyalgia, the first episode of food intolerance, the second episode of food intolerance, goitre, haematuria, heavy menstrual bleeding, herpes zoster, impaired quality of life, intermenstrual bleeding, iron deficiency, irritable bowel syndrome, language disorder, migraine, muscle pain, muscle burning sensation, ophthalmic migraine, osteoarthritis, pain, paraesthesia, parasitic gastroenteritis, pelvic pain, periarthritis, pruritus, renal cyst, rotator cuff syndrome, skin reaction, sleep disorder, social problem, somatic symptom disorder, the first episode of tendonitis, the second episode of tendonitis, thyroid cancer, thyroiditis, urinary tract disorder, urticaria, uterine cervical pain, visual impairment and weight decreased to be related to essure administration. The reporter commented: these pains accumulate and intensify over the years. Comments "I have been given the recognition of disabled worker status (rqth) since (B)(6) 2024, and the primary health insurance fund has placed me on first category disability since (B)(6) 2024. I can only work part-time at this time. I am tired all the time and my body is in pain every day. I was informed of a possible link between all my conditions and the essure implant earlier this year and am considering having this implant removed. Current treatment: - kinesitherapy / balneotherapy: 2/week (back massage only). - exercise: pool swimming x 1 to 2/week - 50 to 2,000 steps per day - tens: tested independently. Pain relief tools - cetd course - psychological follow-up: cetd chronic pain education workshop timone: no. Cetd rhythm and activity management workshop: no. Cetd psycho-corporal technique workshops. Sophrology / relaxation / self-hypnosis practice: no. Psychiatry follow-up: 1/month for 20 minutes psychology follow-up: no (stopped 2021). Hobbies: "vegetable gardening" - singing x 1/week. Social and friend life: little, given the different meals; feels limited by her health problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.061 kg/sqm. [Allergy test] in 2019: I am allergic to nothing. [Blood test] in 2024: hyroid-stimulating hormone (tsh) normal; b12 normal; b9 normal; haemoglobin (hb) 14.2; creatinine. 63; c-reactive protein (crp) negative; transaminases normal; gamma-glutamyl transferase (ggt) normal. [Bone densitometry] in 2023: not available. [Computerised tomogram] in 2024: not available. [Magnetic resonance imaging] (date unknown): not available. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female]. Chronic and diffuse pain / permanent nature of the diffuse pain/my body is in pain every day [general body pain] . Metrorrhagia [metrorrhagia]. Pain in the left iliac fossa, triggered spontaneously during intercourse [dyspareunia]. Haemorrhagic period [heavy periods]. Cervical pain [uterine cervical pain]. Very painful periods [painful periods]. Dorso-lumbar pain [back pain]. Urticaria [urticaria] . Itching [itching] . Dizziness [dizziness] . Endocrine disorder [endocrine disorder]. Gynaecological disorder [female reproductive tract disorder]. Skin reaction [skin reaction] . Memory loss / memory disturbances [memory loss] . Loss of balance [loss of balance] . Difficulty finding word [word finding difficulty]. Food intolerances [food intolerance] . Urinary disorder [urinary tract disorder] . Benign multi-nodular goitre [goitre] . Right kidney cyst [cyst of kidney] . Fibromyalgia [fibromyalgia] . Tendinitis / tendinitis of the right and left elbow with recurrence on the left/ right thumb [tendinitis]. Osteoarthritis [osteoarthritis]. Shoulder capsulitis / capsulitis of the right and left shoulder [capsulitis of shoulder] . Covid 19 [covid-19] . Atopic dermatitis of the lips [eczema on lips]. Lost of 10 kg / loss of 5 kg [weight loss] . Parasitic infection intestinal [parasitic infection intestinal] . Shingles [shingles] . Anxious personality [anxious personality]. Migraine [migraine]. I urinate blood [hematuria] . Intolerant to aspirin [drug intolerance] . I took the announcement of potential thyroid cancer very hard. [Thyroid cancer] . Psychosomatic reaction [psychosomatic disease]. Tendinitis [tendinitis] . Asthenia [asthenia]. Muscle pain [muscle pain]. Discomfort [discomfort]. Impact on social activity [social life impairment] . Impaired quality of life [impaired quality of life] . Allodynia of the upper limbs [allodynia] . Paraesthesia of the upper limbs. [Paraesthesia upper limb] . Thyroid inflammation [thyroiditis] . Enthesopathy [enthesopathy] . Right shoulder tendinitis [shoulder tendinitis] . Adenomyosis [adenomyosis] . Atopic dermatitis. [Atopic dermatitis] . Sight disorders [visual disturbance] . Sleep disorder [sleep disorder] . Iron deficiency [iron deficiency] anxiety [anxiety] . Irritable bowel syndrome [irritable bowel syndrome]. Food intolerance, gluten, lactose, sugar, alcohol. [Food intolerance]. Ecchymosis [ecchymosis] . Dry mouth [dry mouth] . Iron taste in the mouth [taste metallic] . Ophthalmic migraine [ophthalmic migraine] . Dry eyes [dry eyes] . Difficulty in micturition [difficulty in micturition] . Burning sensation in the muscles. [Muscle burning sensation] . Language disorders [language disorder] . Amyotrophy [amyotrophy] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 26-may-2025. The most recent information was received on 04-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and pain ("chronic and diffuse pain / permanent nature of the diffuse pain/my body is in pain every day") in a 43-year-old female patient who had essure inserted (lot no. B85136) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of tubal ligation in 2014, vaginal delivery in 1994, appendectomy in 1987 and adenomyosis, parity 1 and gravida I. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion medically important), pain (seriousness criterion medically important), intermenstrual bleeding ("metrorrhagia"), endocrine disorder ("endocrine disorder"), female reproductive tract disorder ("gynaecological disorder"), skin reaction ("skin reaction"), amnesia ("memory loss / memory disturbances"), balance disorder ("loss of balance"), aphasia ("difficulty finding word"), a first episode of food intolerance ("food intolerances") and urinary tract disorder ("urinary disorder"). In 2017 she experienced dyspareunia ("pain in the left iliac fossa, triggered spontaneously during intercourse") and goitre ("benign multi-nodular goitre") and was found to have thyroid cancer ("I took the announcement of potential thyroid cancer very hard."). In 2018 she experienced periarthritis ("shoulder capsulitis / capsulitis of the right and left shoulder"). In 2021 she experienced somatic symptom disorder ("psychosomatic reaction") and a first episode of tendonitis ("tendinitis"). In (B)(6) 2022 she experienced covid-19 ("covid 19") and asthenia ("asthenia") and was found to have weight decreased ("lost of 10 kg / loss of 5 kg"). In 2022 she experienced fibromyalgia ("fibromyalgia") and herpes zoster ("shingles"). In 2023 she experienced parasitic gastroenteritis ("parasitic infection intestinal"). On unknown date she experienced heavy menstrual bleeding ("haemorrhagic period"), uterine cervical pain ("cervical pain"), dysmenorrhoea ("very painful periods"), back pain ("dorso-lumbar pain"), urticaria ("urticaria"), pruritus ("itching"), dizziness ("dizziness"), renal cyst ("right kidney cyst"), a second episode of tendonitis ("tendinitis / tendinitis of the right and left elbow with recurrence on the left/ right thumb"), osteoarthritis ("osteoarthritis"), eczematous cheilitis ("atopic dermatitis of the lips"), anxiety disorder ("anxious personality"), migraine ("migraine"), haematuria (" I urinate blood"), drug intolerance ("intolerant to aspirin"), muscle pain ("muscle pain"), discomfort ("discomfort"), social problem ("impact on social activity"), impaired quality of life ("impaired quality of life"), allodynia ("allodynia of the upper limbs"), paraesthesia ("paraesthesia of the upper limbs."), thyroiditis ("thyroid inflammation"), enthesopathy ("enthesopathy"), rotator cuff syndrome ("right shoulder tendinitis"), adenomyosis ("adenomyosis"), dermatitis atopic ("atopic dermatitis."), visual impairment ("sight disorders"), sleep disorder ("sleep disorder"), iron deficiency ("iron deficiency"), anxiety ("anxiety"), irritable bowel syndrome ("irritable bowel syndrome"), a second episode of food intolerance ("food intolerance, gluten, lactose, sugar, alcohol."), ecchymosis ("ecchymosis"), dry mouth (" dry mouth"), dysgeusia ("iron taste in the mouth"), ophthalmic migraine ("ophthalmic migraine"), dry eye ("dry eyes"), dysuria ("difficulty in micturition"), muscle burning sensation ("burning sensation in the muscles."), language disorder ("language disorders") and amyotrophy ("amyotrophy"). The patient was treated with paracetamol, nsaids (unknown), tramadol (tramadol hydrochloride), amitriptyline and tcaps (levothyroxine sodium) as well as surgery (thyroidectomy). At the time of the report, the intermenstrual bleeding, heavy menstrual bleeding, uterine cervical pain, dysmenorrhoea, back pain, urticaria, pruritus, dizziness, amnesia, balance disorder, latest episode of food intolerance, fibromyalgia, latest episode of tendonitis, periarthritis, eczematous cheilitis, weight decreased, asthenia, muscle pain, paraesthesia, thyroiditis, enthesopathy, rotator cuff syndrome, adenomyosis, dermatitis atopic, visual impairment, sleep disorder, iron deficiency, anxiety, irritable bowel syndrome, ecchymosis, dry mouth, dysgeusia, ophthalmic migraine, dry eye, dysuria, muscle burning sensation, language disorder and amyotrophy had not resolved. The outcomes for pelvic pain, pain, dyspareunia, endocrine disorder, female reproductive tract disorder, skin reaction, aphasia, urinary tract disorder, goitre, renal cyst, osteoarthritis, covid-19, parasitic gastroenteritis, herpes zoster, anxiety disorder, migraine, haematuria, drug intolerance, thyroid cancer, somatic symptom disorder, discomfort, social problem, impaired quality of life and allodynia were unknown. The reporter considered adenomyosis, allodynia, amnesia, amyotrophy, anxiety, anxiety disorder, aphasia, asthenia, back pain, balance disorder, covid-19, dermatitis atopic, discomfort, dizziness, drug intolerance, dry eye, dry mouth, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, ecchymosis, eczematous cheilitis, endocrine disorder, enthesopathy, female reproductive tract disorder, fibromyalgia, the first episode of food intolerance, the second episode of food intolerance, goitre, haematuria, heavy menstrual bleeding, herpes zoster, impaired quality of life, intermenstrual bleeding, iron deficiency, irritable bowel syndrome, language disorder, migraine, muscle pain, muscle burning sensation, ophthalmic migraine, osteoarthritis, pain, paraesthesia, parasitic gastroenteritis, pelvic pain, periarthritis, pruritus, renal cyst, rotator cuff syndrome, skin reaction, sleep disorder, social problem, somatic symptom disorder, the first episode of tendonitis, the second episode of tendonitis, thyroid cancer, thyroiditis, urinary tract disorder, urticaria, uterine cervical pain, visual impairment and weight decreased to be related to essure administration. The reporter commented: these pains accumulate and intensify over the years. Comments "I have been given the recognition of disabled worker status (rqth) since (B)(6) 2024, and the primary health insurance fund has placed me on first category disability since (B)(6) 2024. I can only work part-time at this time. I am tired all the time and my body is in pain every day. I was informed of a possible link between all my conditions and the essure implant earlier this year and am considering having this implant removed. Current treatment: - kinesitherapy / balneotherapy: 2/week (back massage only). Exercise: pool swimming x 1 to 2/week - 50 to 2,000 steps per day tens: tested independently. Pain relief tools - cetd course - psychological follow-up: cetd chronic pain education workshop timone: no. Cetd rhythm and activity management workshop: no. Cetd psycho-corporal technique workshops. Sophrology / relaxation / self-hypnosis practice: no. Psychiatry follow-up: 1/month for 20 minutes psychology follow-up: no (stopped 2021) hobbies: "vegetable gardening" - singing x 1/week social and friend life: little, given the different meals; feels limited by her health problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.061 kg/sqm. [Allergy test] in 2019: I am allergic to nothing [blood test] in 2024: hyroid-stimulating hormone (tsh) normal; b12 normal; b9 normal; haemoglobin (hb) 14.2; creatinine 63; c-reactive protein (crp) negative; transaminases normal; gamma-glutamyl transferase (ggt) normal. [Bone densitometry] in 2023: not avialable. [Computerised tomogram] in 2024: not available. [Magnetic resonance imaging] (date unknown): not available. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jun-2025: quality safety evaluation of ptc. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.